Manufacturer narrative:
Additional information was provided in sections d.4, d.9, h.3 h.6 and h.11. The handpiece was returned for testing on this investigation. A visual assessment of the returned sample revealed strain relief damage. The sample was connected to a calibrated resistance breakout box, where its output impedance was found to be out of specification. The returned sample was connected to a calibrated system, where it displayed system message (sm), which is indicative of a nonconforming handpiece pressure sensor. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet specifications. The returned handpiece was found to functionally exhibit no problems with infusion. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery, an ophthalmic handpiece infusion pressure was high. It was further reported that the patient experienced chamber fluctuation. The current patient status was unknown.

Manufacturer narrative:
There was no product returned for this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.